Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: device manufacture date: march 10, 2020 - march 11, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was further described as "liquid flows out from bottom". The event was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.